Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported that during a surgery to treat levels of l4-l5 removing the extender sleeves at the end of the case was very difficult. After implanting 6.5x45mm polyaxial screws, the screws would not disengage from the extender sleeves. The lock pins had already been completely removed. The sleeves were forced to rotate with a counter torque wrench until the finally became free of the screws. During cleaning, after the case, blue metal shavings were found in the three of the four extender sleeves.